Event description:
Boston scientific (bsc) crm received info when this pt's husband called technical services reporting that his wife passed away. The caller stated he recently received another pt verification form and wanted to inform our company that right before his wife passed away, her pacemaker wire broke off. The caller stated his wife was buried with the device and leads. Boston scientific crm has no specific info of the pt's date of death or whether the device or leads were involved in the pt's death.

Manufacturer narrative:
Technical services documented this info and updated boston scientific's medical device department. As the device and leads were buried with the pt, they will not be returned. Efforts to obtain add'l info was unsuccessful. No further info is available at this time. If add'l info becomes available to our company, the event will be updated as necessary.